Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred, cause unknown. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 200 ml of insulin during the load sequence. The customer did not have supplies to further trouble shoot. The customer's blood glucose level was 200 mg/dl. A replacement pump was sent to the customer to resolve the issue, customer will use manual dose injection.